Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous left anterior descending coronary artery. When attempting to inflate a 2.5x20mm non-abbott balloon, which was connected directly to a 20/30 indeflator; the pressure gauge would not increase and a water leak from the indeflator was observed within the pressure gauge. No visible cracks were noted on the gauge or faceplate. A new 20/30 indeflator was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed an indication of a product quality issue. Additionally, a review of the complaint handling database identified five other similar incidents from this lot. The investigation determined the reported leak appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.